Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the transmitter and display device were previously paired and requested to be paired with no patient interaction . No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the transmitter and display device unpaired itself could not be determined. A root cause could not be determined.